Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. 31.8mg of tissue plasminogen activator was administered intravenously. Two passes were made with a retriever, followed by two passes with the subject device and one pass with a different retriever. Post procedure, the patient was found to have an intracranial bleed of unknown origin. A ventricular drain was placed and the patient was reported to have sequelae as a result of the bleed. The physician stated that the retrievers damaged the vessel causing the bleed. No other information was provided.

Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. 31.8mg of tissue plasminogen activator was administered intravenously. Two passes were made with a retriever, followed by two passes with the subject device and one pass with a different retriever. Post procedure, the patient was found to have an intracranial bleed of unknown origin. A ventricular drain was placed and the patient was reported to have sequelae as a result of the bleed. The physician stated that the retrievers damaged the vessel causing the bleed. No other information was provided.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the directions fo use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device not returned to manufacturer.